Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic repair of a suprapubic hernia prior to scope insertion, the endoscope showed an intermittently flashing image on the operating room team interface and the spare monitor, but not on the surgeon console (sc). The data cable of the tower was disconnected and reconnected and the extension cord was also exchanged, but neither action resolved the issue. The only thing that worked was replacing the scope, after which the system functioned properly. During a testing session after the procedure, the same issue with the endoscope was observed. Additionally, the right hand controller of the sc was grating against another part of the hand controller. The issues did not interfere with use. There was no patient injury.